Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-jul-2022, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the lead wire was exposed. Technical services reviewed with the rep that erosion can occur, but generally not in such short period of time. The rep was directed to follow-up with the healthcare professional. No device issues were reported. Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead being exposed was not determined, both incision sites didn't appear to be infected. The rep reported that the system was explanted. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Product ID 97791, serial# unknown, product type: accessory. Product ID 97791, serial# unknown, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6)2018, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Analysis was not performed due to a non-analyzable medical issue. If information is provided in the future, a supplemental report will be issued.